Event description:
A patient had sustained burns at the right anterior pin site in an MRI utilizing a 1.5t magnet. An insulated fixation post is always used at this site. This hospital uses titanium fixation screws, but not always insulated posts at all locations. However, the burns occurred at the location of the insulated post.

Manufacturer narrative:
Investigation is ongoing. Remedial intervention and patient condition cannot be determined with the info provided by the user facility. More info will be provided upon conclusion of the investigation.